Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump cartridge was leaking after customer loaded 300 units of insulin. Reportedly, customer was not removing air from the cartridge during the load filling step. Customer's blood glucose was 320-375 mg/dl.